Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). For information regarding the patient's implantable neurostimulator please refer to manufacturer report # 3004209178-2014-11300.

Event description:
It was reported that the patient's implantable neurostimulator (ins) had "died" on the (B)(6) prior to this report. It was noted that the ins had died because nobody had shown her how to use her equipment. It was stated that the patient had not been getting proper coverage for her lower back since the device was implanted. It was noted that the patient needed "to have a tweak" and wanted to meet with a manufacturer representative. It was noted that the patient's therapy was not working as expected. Additional information received reported that the patient had to charge her ins every 1-1.5 days. It was stated that the patient would charge her battery to the point of it being full, and by the evening of the next day she would lose stimulation and couldn't use her patient programmer (pp) because her battery had completely depleted. It was stated that after checking the group impedances on program 2, a measurement of "xxx" was received. It was noted that after checking the electrode impedances, there was a reading of <(><<)>50 ohms on 9 and 10, which had been used for program 2. It was stated that the estimated battery longevity for the patient would be 11.61 days. It was noted that the patient first noticed the change in her recharge interval at the beginning of the week of this report. Additional information received reported that the device's impedances were tested and there was a short between "9 and 10." It was noted that the impedances were out of range. It was stated that no interventions were taken or planned. It was further stated that the patient had been reprogrammed and was receiving effective therapy. Additional information received reported that the issue with the patient's lead "could have been avoided if there hadn't been so much joking around and horseplay that went on during the surgery." It was noted that the issue had begun at the time of the permanent implant on (B)(6) 2014. Additional information received reported that the patient had never had any therapeutic effect. It was stated that the had received 80% pain relief for her back during the trial, but since permanent implant, had only received stimulation for her left leg and "a little" for her right leg, despite reprogramming. It was stated that the patient's healthcare provider (hcp) had refused to revise the lead, indicating that there was nothing mechanically wrong with the lead. It was noted that the lead short had caused the patient's battery to drain very quickly, and it requires frequent charging. It was stated that one of the leads only targeted the patient's breast, stomach, and side. It was noted that no other doctor would take the patient's case. Additional information received from the consumer reported that the lead had been bent and the patient had to have a revision in (B)(6) 2014. The patient was indicated for spinal pain.

Event description:
Additional information received from the patient and a healthcare provider reported that their implantable neurostimulator (ins) and therapy had not worked right since implant. The device was not covering their pain and the patient was frustrated. The patient was recommended to see an osteopathic healthcare provider.